Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the reload was connected to the handle but firing was unable to be performed. Device was not used in patient. The reload was replaced to complete the procedure. There was no patient injury.